Manufacturer narrative:
Correction: update section d and b5 to correct the product in the MDR for the right ventricular lead, was previously reported as a malfunction on the implantable cardioverter defibrillator.

Event description:
Additional information received indicates that the high capture threshold was an issue with the right ventricular (rv) lead. No changes or interventions were reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) had autocapture turned on to monitor high capture thresholds. All measurements were inhibited due to patient not pacing. No additional information was reported. The patient condition was stable.